Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that her sister performed the first test on her mom, in which she had a hard time getting a good blood sample. The test required a lot of squeezing and applying several drops of blood, before getting a result of 43 mg/dl. The rptr did the other 2 samples and got results of 127 and 189 mg/dl. Tests were done one after the other, using different fingersticks and strips. The mother had symptoms of feeling "sweaty". A control solution test was not done due to lack of supplies. On follow-up, it was found that the meter had never been cleaned.